Event description:
Customer reported experiencing a past high blood glucose event with the cause being unknown. Highest reported blood glucose level was displayed as "high"; although specific value was not provided. Customer did not perform any corrective action and allowed the pump to self-regulate, subsequently taking xanax and resting. Customer was advised by technical support to consult with a healthcare professional to discuss possible factors affecting blood glucose levels.